Manufacturer narrative:
(B)(4). Date sent: 12/16/202. D4: batch # 111a01. H6: component code = mechanical (g04). Additional information was requested, and the following was received: was a leak test performed? No. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 2days after the surgery. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No. How was the leak addressed? The drain was placed. Minor leak was treated because of the drainage. The patient is stable. What type of bile prep did patient received? No further information is available. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were 15 staples in the pockets. The staples were manually removed and the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The condition of the staples indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by (B)(4).

Event description:
It was reported that during a laparoscopic anterior resection, the firing force was higher than expected so that the device could not be fired. The anvil was placed as it is, and another device was used to fire again, but the surgeon did not feel the washer was cut. The deployed staples were malformed so that additional resection was needed, and re-anastomosis by another device was performed to complete the case. A colostomy was performed. The patient is a male. He is hospitalized. The patient¿s condition is stable as of the day after the surgery. The stool was stiff, which might be one of a factor in this case. Minor leakage occurred 2 days after the surgery. The drain was placed.

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What type of bile prep did patient received?